Event description:
I was using a tandem mobi insulin pump as prescribed to manage my type one diabetes. Preceding this event, I had several instances over several weeks of occlusion alarms, causing me to need to switch cartridges and infusion sites. On this particular day, I noticed that my blood sugar levels seemed surprisingly reactive to even small or moderate boluses. In the afternoon, I went to an event that required perhaps a half mile of walking total. No other exercise was involved. My blood sugars dropped from the lower 100s into the 60s, and after having more than the usual amount of glucose tabs, my blood sugar still remained in the 60s. Eventually, my blood sugar level dropped so low that my glucose monitor only registered it as low, not even displaying a number, which means it was at most 40. After 10 glucose tabs and a doughnut, my blood sugar finally came back up. By this time, I had disconnected my insulin pump in case that was causing the problem. After several hours when my blood sugar was finally at above 200, I turned the pump back on, and it gave me an error saying that the pump was irrevocably damaged.